Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient. (B)(4). Incorrect or inadequate result.

Manufacturer narrative:
The customer replaced both reagent 1 (r1) and reagent (2) probes and swapped vortexers 1 and 3. An abbott field service engineer (fse) at the site also cleaned vortexers 1, 2 and 3, cleaned the cup loader/unloader, replaced the syringe valve of the r1 pipettor, replaced the r1 and r2 sample probes, calibrated the sample, r1, and r2 sample pipettors, and performed daily maintenance. Based upon the data available, and the results of this evaluation of the architect i2000sr system, a single definitive cause for the customer's issue could not be determined. No product deficiency of the architect i2000sr instrument was found. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108), january 2010 and the total bhcg package insert (49-3364\r3) june 2010 contain information to address the customer's current issue. Review of complaint tracking and trending; field service intervention.

Event description:
The customer states that one patient sample generated discrepant results when tested with the architect total b-hcg assay on the architect (B)(4) analyzer. The sample generated a positive result of 1500 miu/ml. The sample re tested positive at 750 miu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.